Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that the ventricular lead dislodged. The lead was repositioned, all the numbers looked good, pocket was closed, but when the patient was going for a chest x-ray loss of capture was noted on three-four beats. The lead and device were tested and loss of capture could not be duplicated. The lead remains in use. No patient complications have been reported as a result of this event.